Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent cgm signal loss and a compression low overnight while using the ilet with a dexcom g7, and the user inquired about insulin delivery behavior during cgm disconnections; the agent advised that basal delivery continues and meal announcements are allowed, but bolus insulin requires a bg reading from cgm or manual entry. Symptoms included transient low sensor readings that were not corroborated by fingerstick glucose. Outcomes included no adverse clinical impact, with blood glucose reportedly remaining in range and a contemporaneous fingerstick of 125 mg/dl. Investigation included a technical review and user guidance regarding system behavior during cgm disconnection. Investigation of this case revealed cgm communication interruptions consistent with compression-related sensor error, with the pump functioning as designed for basal delivery and safety interlocks for bolus dosing in the absence of valid glucose data. It was concluded, based on previously established findings for similar reports, that the cause was sensor-related compression artifacts and intermittent signal loss, not a malfunction of the ilet.